Event description:
It was reported that the patient underwent a gamekeepers thumb procedure on (B)(6) 2014. During the procedure, the juggernaut handle fractured during insertion causing the bone tunnel to oval out. A second juggernaut was attempted, but the anchor did not hold with the oblong bone. A competitor anchor was utilized to complete the procedure.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest that it failed due to misuse. The returned broken inserter was evaluated and was found to have been manufactured within specifications.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿bending or fracture of the implant.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.